Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03052, 2134265-2014-03050, 2134265-2014-03780, 2134265-2014-03781. (B)(4). (B)(6) 2012, the patient was diagnosed with unstable angina and was referred for cardiac catheterization. The 90% stenosed and 15mm long target lesion was in-stent restenosis of an unknown manufacturer¿s drug eluting sent located in the mid saphenous vein graft (svg) to the right posterior descending artery (r-pda) with a reference vessel diameter of 4mm. The target lesion was treated with direct stent placement of a 4.0x16mm and 4.0x20mm ion stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. (B)(6) 2014, the patient presented with the symptoms of shortness of breath associated with sweating, nausea, sub sternal chest pain radiating towards neck and jaw and was hospitalized on the same day. The patient¿s cardiac enzymes were found to be elevated and the patient experienced a myocardial infarction and experienced ischemic symptoms. The following day a 100% totally occluded stent thrombosis was noted to the of the previously placed non study stents (4.5mm liberte stent, 4.0x12mm promus stent, 3.5x18mm promus, 4.00x18mm, promus stent, 4x16mm ion stent and 4x12mm ion stent) and study stents located in r-pda were treated with balloon angioplasty, resulting in 0% residual stenosis. Additionally the same day the patient was diagnosed with frontal lobe cva. Eight days after the onset of symptoms, the events was considered resolved without residual effects and the patient was discharged on plavix and aspirin.